Manufacturer narrative:
Manufacturer results: manufacturer evaluation/investigation in process. Manufacturer conclusion: manufacturer evaluation/investigation in process.

Event description:
Customer reports patient treated in emergency room after obtaining protime result of 2.9 inr and subsequent lab result of 6.9 inr. No report of patient injury or adverse outcome.